Manufacturer narrative:
(B)(4). The insulin pump p-cap test reservoir locks in place properly. The pump was received with a pump error alarm during rewind due to corroded home switch and moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump was received with missing display window cover, cracked keypad overlay, broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack on the screen area. Customer stated the pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.